Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited an alert due to impedance measurements of greater than 2000 ohms. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.